Event description:
The customer reported recurrent system failure - cycle power message with error code 20004 on power up. There was no patient impact.

Manufacturer narrative:
The customer reported recurrent system failure - cycle power message with error code 20004 on power up. There was no patient impact. On (B) (6)2010, the customer reported having resolved the issue by reseating an internal connection in the device. The device was then returned to service. Based on the customer's report we will consider this to have been a malfunction of the device resulting from an incomplete electrical connection. The customer could not identify the specific connection that had caused the malfunction.